Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, a likely cause of the cutting wire breakage might be one of the following: high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contacts is increased, and the cutting wire became instantly hot. High frequency current was applied when the cutting wire and the tissue were too close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus employee reported on behalf of customer that during a therapeutic endoscopic sphincterotomy (est) procedure, the tip of the single use 3-lumen sphincterotome v did not face the intended direction. The procedure was completed by replacing a similar device. There were no reports of patient harm. The subject device was returned to olympus for evaluation. Upon inspection and testing of the device, it was confirmed that the knife wire was broken. This report is being submitted for the reportable malfunction of broken knife wire.

Manufacturer narrative:
During inspection and testing, it was observed the broken part of the knife wire was burnt and melted. The outer diameter of the knife wire was measured and found to be normal. It was confirmed that there was no problem with the length of the knife wire and wire coating, and that there were no defects in the original product. No other abnormalities that could lead to the breakage of the knife wire were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.